Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the critical block and inverse critical block did not add to zero. Customer's blood glucose was 120 mg/dl. Customer also reported that the insulin pump had received trace pointers are invalid. Customer was able to successfully clear the alarm. Customer received did not receive request to rewind insulin pump. Customer stated that the cannula was recorded in daily history and error table did not indicate the insulin pump should be replaced. Customer stated that they performed a self test and the test passed. Customer advised to insulin pump needs to be replaced suggested to revert to back up plan. Insulin pump will not be returned for analysis.